Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a device replacement procedure, the right ventricular (rv) lead became stuck in the header and the terminal pin separated from the lead body when the physician attempted to remove the lead. This connection issue previously occurred with a different device, which was resolved by cutting the lead out of the header, repairing the lead, and reinserting the lead into this device. For this second replacement procedure, the lead had insulation damage exposing the conductor coil and was unable to be repaired. Subsequently, the rv lead was surgically abandoned and replaced. This device was explanted. No additional adverse patient effects were reported.